Event description:
It was reported that the pt's pump was freely mobile within the pocket and was in an upside down position. The pump contained morphine 10 mg/ml and bupivicaine 10 mg/ml. Surgery was performed and the pt recovered without sequela.

Manufacturer narrative:
.